Manufacturer narrative:
Investigation summary: it was reported foreign matter was found at the tip of the 50ml syringe. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and the sample has embedded degraded resin in the syringe barrel luer tip. No other defects or imperfections were observed. The two photos provided show the sample received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 1056577. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: foreign matter was "found at the tip of syringe."